Manufacturer narrative:
This report was initially submitted following notification from a customer in israel regarding a potential misidentification to proteus penneri while testing a patient urine sample using the vitek® ms instrument (reference # 410895, serial # (B)(6)). Tests were been done on two instruments : -instrument sn (B)(6); -instrument sn (B)(6). A biomérieux internal investigation has been completed with the following results: fine tuning: according to vilink alert tool criteria, no fine tuning was needed for either instrument during the tests made on 10nov2020 and 11nov2020. Spot preparation quality: based on the raw data analyzed, the calibrator spot preparation seemed to be good. However, the analysis of mzml sample files showed that number of "all peaks" values are heterogeneous (between 86 and 137). The colonies of proteus could be viscous and deposit could be more difficult. Then, the risk is to deposit too much material which could lead to a non-optimal crystallization. Kb review: proteus cibarius / proteus terrae are not present in the vitek ms kb v3.2. Sample data analysis: =>customer raw data analysis the identifications were obtained with a low scores (between -0.12 and -0.38) which was near but above the acceptable limit (-0.4) for giving an "identification" result or a "no identification" result. Moreover, fifty percent of the tests performed (4 out of 8 tests) gave a no identification result. It could be a species not present in the vitek ms kb v3.2. Further investigation on the strain was recommended. For information, low discrimination results are not considered as a final result. A choice should be made between the proposed subspecies or species. In addition, as mentioned in the vitek ms knowledge base user manual kb v3.2 ref. 161150-924 - a, "additional laboratory tests as determined by microbiology laboratory protocols for low discrimination results are necessary for the completion of the organism identification". => biomérieux qc lab made five (5) spots and obtained the following results : -three no ID -two single choice to enterobacter aerogenes biomérieux quality control laboratory did not reproduce the vitek ms customer results, proteus identification was not obtained. Based on these results, a sequencing of the strain was performed by our r&d department. R&d sequencing testing. The strain identification was confirmed by full-16s sequencing. It has been identified to proteus cibarius / proteus terrae. It was not possible to separate both species because they are very close. Proteus cibarius and proteus terrae are not present in the vitek ms kb v3.2. Root cause analysis. The root cause was determined to be a system limitation. The following is mentioned in the vitek® ms v3.2 knowledge base user manual (ref. 161150-924-a): "testing of species not found in the database may result in an unidentified result or a misidentification. Interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.". A change request has been initiated to add proteus cibarius and proteus terrae to a future vitek ms knowledge base version. Additionally, it was recommended that local customer service check sample preparation with the customer and provide customer training materials to improve their spot preparation technique.

Event description:
A customer in (B)(6) notified biomérieux of obtaining a potential misidentification to proteus penneri while testing a patient urine sample using the vitek® ms instrument (reference # 410895, serial # (B)(4)). Tests were been done on two instruments : instrument sn (B)(4); instrument sn (B)(4). First test (instrument sn (B)(4)): no identification. Second test (instrument sn (B)(4)): low discrimination to proteus penneri / proteus vulgaris. Third test (instrument sn (B)(4)) : no identification. Fourth test (instrument sn (B)(4))(testing performed in duplicate): single choice to proteus penneri, low discrimination to proteus penneri / proteus vulgaris. Fifth test (instrument sn (B)(4))(testing performed in duplicate): no identification, low discrimination to proteus penneri / proteus vulgaris. No alternative method testing was performed. The customer reported proteus penneri since one instrument identified that with 99.9% confidence level. The actual identification of the strain is unknown at this time. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.